Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, no thread tap used, biomechanical overload, mobility. Patient returned after 2 years with mobility.